Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap assisted distal gastrectomy, the surgeon fired it to stomach as the third firings of the handle, with the reload. After the fire, the jaws were opened by silver button. Then the surgeon pressed blue button, there was resistance from it and the device did not react properly. After that, upon firing the handle with a second reload to jejunum and pressing blue button, a cracking sound was heard. The procedure was completed with the handle. UDI number is not available. The patient age is not available. The patient weight is not available. Se confirm if this is the same case or that the correct incident description is entered for each. The customer information of (B)(4) is correct. Please confirm the sequence of events. The first reload fired and they opened the jaws and then they would not close again. The second reload made a noise when they attempted to fire it. Yes. They opened the jaws of the first reload and then the jaws would not close properly. Were the jaws able to be closed? After the fire, it could not close properly. Was the instrument able to be removed from the trocar without complication? Yes. Were the fires completed without incident? Yes. Did the device physically break or was it only a cracking noise? Cracking sound was heard. If it physically broke, please confirm that nothing fell into the patient cavity.